Event description:
It was reported from the us that during an orthopedic surgical procedure the glenoid impactor tip broke in half while impacting the glenoid. The event did not lead to serious injury of patient or user and no parts of the broken device/device fragments were left in the patient. The device was thrown away in spd. The agency is inactive, no further information is available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Initial reporter also sent report to FDA is unknown. Device evaluated by MFR: not returned. Findings: the reported fractured glenoid impactor tip was likely the result of crack initiation, propagation, and ultimate fracture of the device which likely resulted from abnormal or aggressive use. The rmr and racr for this glenoid impactor tip, rmr-00007 rev b and racr-00010 rev b, were reviewed. The risk is captured. Based on similar previous complaint investigations, the reported fractured device reported was likely the result of crack initiation, propagation, and ultimate fracture of the device which was likely caused by abnormal or aggressive use inconsistent with the intended use of this device. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The event did not lead to serious injury of patient or user and no parts of the broken device/device fragments were left in the patient.